Manufacturer narrative:
(B)(4). This complaint was confirmed for a cracked twist clamp mainbody. The root cause is unknown. A batch review for the lot number showed no similar problems noted. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
A nurse reported to baxter (B)(4) that some cracks on the light blue main body of the transfer set were seen after ten days of use. There was no disinfectant used on the set by the patient or doctor. There was patient involvement, but no patient injury or medical intervention was reported along with this complaint.